Manufacturer narrative:
H4: the lot was manufactured from may 28, 2022 - may 29, 2022. H10: two (2) devices was received for evaluation containing drug fluid inside their bladder. The drug had fluid dense white precipitate that made impossible to visually inspect for floating particulate matter inside the bladder. Therefore, the drug fluid was drained then examined for particulate matter inside the bladder and drug fluid. As a result, a dark green color particle measured to be 6.06 mm in length was found inside the bladder of the first sample. The particle from the first sample was subsequently identified to be cellulose material via fourier transform infrared spectroscopy (ftir) test; cellulose is an organic matter. No evidence of particulate matter was found inside the bladder or the drug fluid of the second sample. The most probable cause of the condition is related to manufacturing. However, the stressmember which is located inside the bladder has a 5-micron filter that prevents particulate matter from moving out of the bladder, downstream of the fluid path to the patient. Therefore, this does not have potential to be infused to the patient and therefore it is not likely to cause death/serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a floating hair in the device. This issue was discovered during final inspection prior to patient use. There was no patient involvement. No additional information is available.